Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status ok. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The memory content of the device was inspected revealing no anomalies. As a result of the re-initialization mentioned in the complaint description, the root cause of the activation of the safety backup mode could not be determined. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation, a device status error message appears to notify the user. However the activation of the safety backup mode does not indicate a material or manufacturing problem. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the root cause of the clinical observation could not be determined, as the evidence was deleted during the re-initialization of the device. However, external influences such as strong electromagnetic fields could be taken into consideration. After a re-initialization the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that 107 months after the implantation, during a follow-up, this pacemaker was in back-up mode. The device was returned for analysis. No adverse patient side effects were reported.